Event description:
It was reported that the lead was implanted, but the suture sleeve could not be found. The pocket was reopened. Examining the explanted lead revealed that the suture sleeve was missing. Since the suture sleeve could not be found, a CT scan was performed which showed that it was in the pulmonary artery. The physician decided not to extract the suture sleeve from the artery, as it caused no adverse effects to the patient.

Manufacturer narrative:
Final analysis found that the device was missing the suture sleeve.